Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/01/2024. An investigation was conducted on 04/10./2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. A mechanical evaluation was conducted, the harvesting device was removed from the cannula with no physical or visual difficulties observed. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws opened and closed normally with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes with no visual defects observed on the jaws. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times with no visual defects observed on the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem-jaws" was not confirmed. The lot # 3000345735 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws were crossing improperly during harvesting. The jaws were not closing properly. Top jaw was not coming together directly with lower jaw. A new device was opened to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4) corrected sec: h6 clinical code changed to 4582; impact code-removed 4648 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws were crossing improperly during harvesting.